Event description:
I had an anterior cervical fusion in 2004 at hosp and continued to experience greater and greater amounts of pain/numbness for two years until an ER doctor requested an MRI and was recommended to have a corrective surgery. I recently received the operative report & foundthat the original allograft bone disappeared in my neck. It was a synthes allegra cortical cancellous.